Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for four pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. Samples were sent to beckman coulter inc. Accu tni test results were similar to the retest results obtained at the customer's laboratory. No reports of death or serious injury or affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample collection and processing info was not provided. System checks performed on (B)(4) 2009 and again on (B)(4) 2009 were both within specifications. The customer was experiencing "quality control (qc) problems due to ranges set too narrow." The day of the event, the qc was within the customer's established ranges. On (B)(4) 2009, the field service engineer performed a pm (preventive maintenance) and type 1 hardware verification. All verification testing met published specifications. No hardware issues were noted that would have contributed to this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.